Event description:
It was reported that during surgery for implant of artificial cervical disc, the inserter was attached to the implant but it would not hold onto the superior half of implant. A different inserter was used but it also would not hold the implant properly. Another implant was then used and worked properly. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Manufacturer narrative:
(B)(4): functional evaluation of returned implant confirms issue with sample holder retention of superior component. Additional evaluation of returned 6mm implant with two evaluation sample holders replicated complaint issue regarding retention of upper implant component. Tolerance stack analysis of holder and implant confirmed potential for interference between upper component of the implant and the holder.